Event description:
It was reported by repair work order that the siderail would not lock in the full up position. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Manufacturer¿s investigation is still ongoing; if additional information is received, a follow-up report will be submitted.

Event description:
It was reported by repair work order that the siderail would not lock in the full up position. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Follow-up submitted with evaluation results in which no product malfunction was found at the time of inspection and the technician could not duplicate the event. Issue was resolved by verifying the siderails were fully functional and operating within specifications.